Event description:
A 12 mm amplatzer septal occluder (aso) implant procedure was attempted but the aso would not seat properly on the rims of the patient's atrial septal defect. The 12 mm aso was attempted to be retracted into an 8f amplazter torqvue 45 delivery system (dtv45) sheath, but there was resistance encountered at the sheath tip. After repeated attempts to retract the aso, the sheath and loader were found folded like an "accordion". The dtv45 sheath was exchanged for a 9f amplatzer torqvue 45 degrees exchange system (etv45) and the 12 mm aso was retracted successfully. Upon removal of the dtv45, the sheath tip was found crushed. Using the same etv45, a 14 mm aso was deployed successfully.

Manufacturer narrative:
Upon receipt of the dtv45 (sheath, loader, and hemostasis valve only), the components were decontaminated and examined; the loader was found damaged immediately distal the strain relief in an accordion/crumpled failure and the sheath tip was found kinked. The cause of the observed damage could not be determined conclusively, however it is consistent with high forces experienced during device retraction. The device used in the procedure was not returned and could not be analyzed with the returned delivery system. A 12mm, test aso was loaded into the loader handed-off to the sheath, advanced, deployed, and recaptured without issue. Testing confirmed the product was returned functional. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.